Event description:
Consumer purchased the care one angle interdental brushes. She used 5 brushes and they all broke at the base, one of which broke in between her tooth and she had to use tweezers to remove it.